Manufacturer narrative:
Citation: petronio as. Anaesthetic management of transcatheter aortic valve implantation: results from the italian corevalve registry. Eurointervention. (B)(6) 2016;12(3):381-8. Doi: 10.4244/eijy15m03_05. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding anaesthetic management of transcatheter aortic valve implantation: results from the (B)(6) corevalve registry. All data were collected from multiple centers between 2007 and 2012. The study population included 1,316 patients (predominantly female; mean age 82 years), all of whom were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients procedural, in-hospital, all-cause and cardiac mortality, and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction (mi), major vascular access-site complications, life-threatening bleeding, left bundle branch block (lbbb), permanent pacemaker, valve migration, second-valve implantation, and conversion to surgery for pericardial effusion. Based on the available information these adverse events were attributed to medtronic product. No additional adverse patient effects or products were reported.